Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump had minor scratches on cld window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, stained address and serial number label.

Event description:
It was reported that the customer's pump was not functioning and the buttons were not reacting all the time. Customer's blood glucose level was 8.0 mmol/l. Customer already discharged his pump and put in a new energizer battery. Customer does not trust the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.